Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley balloon did not deflate. The nursing staff cut the catheter in half in order to drain the balloon. The complainant stated via email on (B)(6) 2019 that the catheter did not come out and they had to cut the catheter at the y. A cone connector was used to maintain a closed system. The patient was elderly and the urologist was out of town. The patient stayed until the following day when the catheter came out. No additional procedures were required and there are no known complications.

Event description:
It was reported that the foley balloon did not deflate. The nursing staff cut the catheter in half in order to drain the balloon. The complainant stated via email on 9-jan-2019 that the catheter did not come out and they had to cut the catheter at the y. A cone connector was used to maintain a closed system. The patient was elderly and the urologist was out of town. The patient stayed until the following day when the catheter came out. No additional procedures were required and there are no known complications.

Manufacturer narrative:
The investigation was inconclusive, due to poor sample condition. The sample was evaluated and no pinch or blockage was observed. Water was able to be introduced in the returned sample. No conditions were found on the sample that could be associated with the reported event. Due to poor condition of the returned sample, a complete evaluation could not be performed. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the ifus are found to be adequate based on past reviews.

Event description:
It was reported that the foley balloon did not deflate. The nursing staff cut the catheter in half in order to drain the balloon. The complainant stated via email on 9-jan-2019 that the catheter did not come out and they had to cut the catheter at the y. A cone connector was used to maintain a closed system. The patient was elderly and the urologist was out of town. The patient stayed until the following day when the catheter came out. No additional procedures were required and there are no known complications.

Manufacturer narrative:
The investigation was inconclusive, due to poor sample condition. The sample was evaluated and no pinch or blockage was observed. Water was able to be introduced in the returned sample. No conditions were found on the sample that could be associated with the reported event. Due to poor condition of the returned sample, a complete evaluation could not be performed. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the ifus are found to be adequate based on past reviews.